Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain"), menorrhagia ("menorrhagia") and embedded device ("migration of essure device location of device: myometrium") in a 36-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included uterine bleeding and d & c. Concurrent conditions included headache and burning micturition. Concomitant products included midol [acetylsalicylic acid,caffeine,cinnamedrine], nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 201, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 1 year 4 month4s after insertion of essure, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal of fallopian tube)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, embedded device, back pain, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: (B)(6) 2014. Concerning the injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet andmedical record received. Event added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device location of device: myometrium, lower back pain, dysmenorrhea, menometrorrhagia, she did not undergo essure confirmation test and patient had d&c, novasure and essure on same day. Concomitant and historical conditions were added. Lot no was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium"), pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding and d & c. Concurrent conditions included headache and burning micturition. Concomitant products included amlodipine for hypertension as well as (), gabapentin, nsaids, paracetamol (acetaminophen) and sumatriptan. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 months 14 days after insertion of essure. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6)2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (novasure endometrial ablation and partial hysterectomy, salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6)2014. At the time of the report, the embedded device, menorrhagia, depression, anxiety, back pain, dysmenorrhoea and menometrorrhagia outcome was unknown and the pelvic pain, vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: (B)(6)2014. Concerning the injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received event " abdominal pain" was added. Outcome of event " pelvic pain, abdominal pain, abnormal bleeding" were updated as recovering. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: myometrium"), pelvic pain ("persistent pelvic pain/ pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included uterine bleeding and d & c. Concurrent conditions included headache and burning micturition. Concomitant products included midol [acetylsalicylic acid,caffeine,cinnamedrine], nsaid's and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("lower back pain"). In june 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2014, 1 year 4 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal of fallopian tube)), surgery (partial hysterectomy, salpingectomy (one side removal of fallopian tube)) and surgery (novasure endometrial ablation). Essure was removed on (B)(6)2014. At the time of the report, the embedded device, pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety, back pain, dysmenorrhoea and menometrorrhagia outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, embedded device, menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: (B)(6)2014. Concerningthe injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc(product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium / migration'), pelvic pain ('persistent pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding and d & c. On (B)(6) 2014: surgical pathology report: ws specimen: endometrial curettings. Ws clinical history: menorrhagia, dysmenorrhea, desires sterilization. Ws gross: the specimen is received fresh in a single container designated with the patient's name "(B)(6)" and "endometrial curettings". The specimen consists of a 2.5 x 1.2 x 0.2 cm aggregate of tan to red soft tissue. Specimen entirely submitted in a 1. Concurrent conditions included headache and burning micturition. Concomitant products included amlodipine for hypertension as well as gabapentin, midol, nsaids, paracetamol (acetaminophen) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 months 14 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy and unilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, back pain and genital haemorrhage had resolved, the menorrhagia, depression, anxiety, dysmenorrhoea, menometrorrhagia and post procedural complication outcome was unknown and the vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: (B)(6) 2014. Patient received treatment for pain, bleeding. Migration. Concerning the injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Lot number: b71770 manufacturing date: 2013-09 expiration date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: myometrium / migration'), pelvic pain ('persistent pelvic pain/ pain') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding and d & c. Concurrent conditions included headache and burning micturition. Concomitant products included amlodipine for hypertension as well as gabapentin, midol, nsaids, paracetamol (acetaminophen) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 months 14 days after insertion of essure. In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy and unilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, back pain and genital haemorrhage had resolved, the menorrhagia, depression, anxiety, dysmenorrhoea, menometrorrhagia and post procedural complication outcome was unknown and the vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: (B)(6) 2014. Concerning the injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events : gen. Abnormal bleeding, post removal complications were added. Outcome of pain migration and bleeding was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration of essure device location of device: myometrium / migration'), pelvic pain ('persistent pelvic pain/ pain') and menorrhagia ('menorrhagia'). In a 35-year-old female patient who had essure (batch no. B71770), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had d&c, novasure and essure on same day". And device monitoring procedure not performed, "she did not undergo essure confirmation test". The patient's medical history included: uterine bleeding and d & c. Concurrent conditions included: headache and burning micturition. Concomitant products included: amlodipine for hypertension as well as gabapentin, midol, nsaids, paracetamol (acetaminophen) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 months 14 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy and unilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, pelvic pain, back pain and genital haemorrhage had resolved. The menorrhagia, depression, anxiety, dysmenorrhoea, menometrorrhagia and post procedural complication outcome was unknown. And the vaginal haemorrhage and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, as per pfs: date of insertion of essure device: (B)(6) 2014. Concerningthe injuries in this case, the following once were confirmed in patient's medical record: dysmenorrhea, menometrorrhagia, menorrhagia, lower back pain, abnormal vaginal bleeding and patient had d&c, novasure and essure on same day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new events: gen. Abnormal bleeding, post removal complications were added. Outcome of pain migration and bleeding was updated. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (partial hysterectomy ). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.